Manufacturer narrative:
H3, h6: the real intelligence robotic drill (us) rob10013, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. A kpc was performed and passed. The drill functions as intended without any issues. The system did not have any problem recognizing the handpiece when plugged in. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with a loose connection. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. Refer to the product instructions for use for guidelines on recovering to a fully manual procedure in the event of an unrecoverable hardware failure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that during a cori-assisted tka surgery, the system was not able to read the real intelligence robotic drill. An attempt to plug the drill in to calibrate and at the kpc testing screen was made. The light was flashing and a "robotic drill rom: missing" message was displayed. The procedure was finished with manual instrumentation without delays. No patient was harmed. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill (us) rob10013, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. A kpc was performed and passed. The drill functions as intended without any issues. The system did not have any problem recognizing the handpiece when plugged in. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Refer to the product instructions for use for guidelines on recovering to a fully manual procedure in the event of an unrecoverable hardware failure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori-assisted tka surgery, the system was not able to read the real intelligence robotic drill. An attempt to plugged the drill in to calibrate and at the kcp testing screen was made. The light was flashing and a "robotic drill rom: missing" message was displayed. The procedure was finished with manual instrumentation without delays. No patient was harmed.